Event description:
It was reported "during the passage of the central catheter guide, when extracting the guide, damage to it is evident, preventing its extraction; the central catheter is removed with the guide." Another set was used to complete the procedure. There was no patient harm or injury. The patient's current condition is reported as "discharged without complications".

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "during the passage of the central catheter guide, when extracting the guide, damage to it is evident, preventing its extraction; the central catheter is removed with the guide." Another set was used to complete the procedure. There was no patient harm or injury. The patient's current condition is reported as "discharged without complications".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.